Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that   the patient just got released from the hospital today because they were having severe spasms for 4 hours and the doctor gave them  medication. The patient was not able to control his bladder so  they  shut the therapy off. The patient stated that they were also  instructed by their physician that if they  ever had any issues with the therapy to just shut it off but to never make adjustments. Patient has the therapy off and will speak with their  doctor monday.  No further complications were reported/anticipated at this time.